Event description:
(B)(4).

Manufacturer narrative:
The technician investigated and the account stated, the pt did fall from the bed after the side rail fell off and there was no injury from the fall, there were no witnesses during the alleged fall. The account could not lift the pt off of the floor due to the weight of the pt and the fire department was called in to transfer the pt back to the bed. The account will be getting a bariatric bed and lift for this pt. The technician found the left foot side rail was pulled off the mount and all screws were pulled out. The technician is having a new side rail assembly sent to the account.